Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and this competitive defibrillation lead stored a non-sustained episode due to noise on the rate/sense (r/s) channel. The noise was oversensed, resulting in pacing inhibition. Attempts to reproduce the noise resulted in noise on the shock channel. Lead measurements were reported to be normal and in range. A boston scientific technical services consultant reviewed faxed electrograms and determined that the noise on the r/s channel could have been related to diaphragmatic movement. Valsalva maneuvers were recommended. Also, noise on the shock channel during isometrics could indicate a lead insulation issue. Minimum and maximum energy shocks were recommended to test the lead integrity.